Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the local service department of olympus found on july 31, 2021, that scope communication error b30 occurred with 190 series endoscopes although it worked with 180 series endoscopes. B30 was caused because scope connector had poor contact. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that scope communication error b30 could not be duplicated. It was also found that connection socket was broken and corroded. The subject device was not returned to omsc for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the damaged connector caused poor contact and unstable communication from the scope to the video processor via the light source, then reported phenomenon occurred. It was presumed that the connector was damaged because the user applied excessive force in the diagonal direction when attaching and detaching the scope. In addition, it was presumed that the contact points were corroded because they were used with water such as chemicals adhering.